Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Discarded by user.

Event description:
It was reported that during incoming inspection at the user facility a leak was found in the battery. The battery is contained in the hand piece and could not leak onto the patient during a procedure, but the leak could cause the battery to become non functional during a procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during incoming inspection at the user facility a leak was found in the battery. The battery is contained in the hand piece and could not leak onto the patient during a procedure, but the leak could cause the battery to become non functional during a procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.